Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. The distal tip was not damaged. There was visible damage to the 13th and 14th distal stent segments with numerous struts raised. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use an endeavor resolute (rx) drug eluting stent to treat a severely calcified and moderately tortuous rca lesion exhibiting 80% stenosis. The device was removed from its packaging and inspected with no issues noted. Negative prep was not performed. Lesion was not pre-dilated. During the procedure, resistance was encountered during delivery and excessive force was used. It was reported that the device failed to cross the target lesion. When the system was pulled back, deformation of the stent struts had occurred, in vivo, during positioning. It was reported that the physician used another endeavor resolute rx stent (2.75x24mm) to complete the procedure without further complication. No patient injury was reported. The physician commented that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. Please note that this device, endeavor resolute is not marketed in the united states; however, it is similar to the united states marketed product resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.